Event description:
Patient was having a right knee arthroscopy and medial meniscus root repair, while using the scorpion needle passer it was noted that the tip was broke off, dr looked around in knee joint area with the scope and could not find the tip, flat plate xray was taken and radiologist confirmed there was no retained object in patient right knee.